Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure the black tip of the navigator hd access sheath fell off when it was taken out of the package. This happened outside the patient. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Complaint confirmed, the condition of the returned incident device was consistent with the complaint. The tip of the dilator had detached and was not returned. The event information states the device was not used on a patient, therefore it is possible the root cause for this complaint is handling damage. It is also possible the root cause could be design or manufacturing. Since there are multiple possible root causes for this complaint, undeterminable was selected as the root cause a device history record (DHR) review was performed and revealed no related issues to the reported complaint.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure the black tip of the navigator hd access sheath fell off when it was taken out of the package. This happened outside the patient. The condition of the patient at the conclusion of the procedure was reported to be stable .